Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate shocks due to atrial fibrillation and high ventricular rate on an implantable cardioverter defibrillator(ICD). No changes or intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Additional information: b2, d6b, d9, g3, h2, h6.

Event description:
New information received notes that the physician elected to explant implantable cardioverter defibrillator(ICD). Patient condition was stable.

Manufacturer narrative:
The reported field event sensing anomaly and inappropriate shock could not be confirmed by analysis. Electrical, longevity, and visual analysis was normal with no anomalies found.